Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 32 mg/dl. The customer experienced a severe hypoglycemic event requiring intervention with glucagon by her husband. The customer was admitted to the hospital. The customer remain hospitalized in intesive care unit but has become more responsive daily.